Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not distributed in us so that unique identifier is blank.

Event description:
No known adverse event. Refer to expiration date as complaint notification date. Customer reported scope blacked out during a colonoscopy. Lost image during procedure. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: as a result of the investigation, the cause of the blackout (including image noise) was all the disconnection of the ccd cable. Insufficient content of the durability test is considered to be the root cause. Correction information g6: follow up #1 h2: type of follow up h4: device manufacturer date h6: coding changed based on the investigation result.